Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient replaced the cassette; however, reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The complaint was not confirmed. Based on the information gathered during baxter's investigation, the root cause of this report was use error. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and similar reports have been received by baxter. A root cause investigation is in process.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center regarding the homechoice (hc) alarming a check lines and bags alarm. This situation occurred during prime. The home patient (hp) stated she changed the cassette and was still getting the same alarm. The technical services representative (tsr) asked the hp if she changed the bags when she changed the cassette and the hp stated no. The tsr explained the setup was compromised. The tsr instructed the hp to cycle the power and close all the clamps. The tsr instructed the hp to discard the bags and cassette and start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.